Manufacturer narrative:
The referenced device was returned to olympus for repair. The service evaluation confirmed the customer¿s reported issue as the e117 error comes on and is attributed to a defective motherboard and power supply. The cause of the defective components is not known at this time. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed by the customer that had an ¿error e117¿ come on the visera 4k ultra high-definition camera control unit during surgery. The surgery was completed using another camera system. No inspection was performed at the user facility. No death, injury or harm was reported.